Event description:
It was reported that a perforation and patient death occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). During the transeptal puncture, an aortic perforation occurred. Surgical repair of the perforation was performed but the patient died.

Event description:
It was reported that a perforation and patient death occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). During the transeptal puncture, an aortic perforation occurred. Surgical repair of the perforation was performed but the patient died.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.